Event description:
It was reported that the 9800 system had dark images. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The auto histo was found turned off. The auto histo was turned to on and the primary collimator was replaced during the service call. The system was tested and found to be working as intended and put back into service.